Manufacturer narrative:
The unit was re-evaluated and the reported failure was re-confirmed/upgraded. The power supply has failed and needs to be replaced. The interlock board assembly has overheating marks. The power supply, interlock board assembly, right side front panel, and membrane overlay were replaced. The unit was upgraded from -05 rev g to -06 rev e. The unit was tested and verified.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the customer reported failure mode. The illuminator was installed into a test system but after ten minutes the light goes out. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the light from the illuminator would not turn on and the system faulted with a recoverable error. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and revealed multiple faults 48245. The customer attempted to reseat the light guide cable prior to calling in. The tse recommended replacing the illuminator bulb to see if the issue would resolve. However, the issue could not be resolved and the customer made the decision to use an alternate light source to complete the procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the site and confirmed the customer reported event. The illuminator was replaced to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.